Manufacturer narrative:
A specific root cause could not be identified. From the information provided, a general reagent issue most likely could be excluded. The biotin concentration was measured in the sample and the amount was far below the threshold that may affect the assay. For diagnostic purposes, the ft4 result should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay results for one patient sample from a cobas 6000 core unit. The serial number was requested, but was not provided. The initial result was 33.66 pmol/l. This result was questioned based on the clinical background of the patient, the normal tsh result of 1.11 mu/l, and the normal anti-tpo result of 10 iu/ml. On (B)(6) 2016, for a new sample from the patient, the ft4 result was 32.27 pmol/l. The customer tested the sample twice with the same result. The sample was also tested in another laboratory with the same roche method and the result was the same. It was unknown if any erroneous result was reported outside the laboratory. The patient was not adversely affected. The patient has no reported disease and is not receiving any treatment. The customer suspected interference. The sample from (B)(6) 2016 was submitted for investigation and no interfering factor could be identified. The customer's results were reproduced at higher than the reference range of the assay.